Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. It was reported that the procedure was performed to treat a lesion in the lower extremity. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. It is unknown if the IFU deviation directly caused or contributed to the event. The investigation determined the reported material separation appears to be related to circumstances of the procedure; however, the investigation was unable to determine a conclusive cause for the reported difficulty to advance over the guide wire. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremity. A non-abbott rotational atherectomy device was used and a perforation occurred. The 2.8 x 26 mm graftmaster stent delivery system was advanced over an ht pilot guide wire. Some resistance was noted. The distal shaft of the graftmaster detached from the delivery system, near the rx guide wire exit notch. The device separation occurred at a location outside the patient anatomy. There was no adverse patient effect or clinically significant delay. The procedure continued with use of a command 14 guide wire and a second graftmaster. No additional information was provided.